Event description:
Device malfunction: stent dislodged from balloon. Time of malfunction: during the procedure. Symptoms/ae:none. It was reported that during a renal artery stenting procedure, as the herculink elite stent delivery system (sds) was advanced over the guide wire through the guiding catheter, the stent dislodged from the balloon but remained on the guide wire. The sds, guide wire, stent, and delivery catheter were removed as one unit. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
Evaluation summary: the device was not returned; therefore, device investigation could not be performed. It was possible that positive pressure might had occurred during device preparation. As a result, the balloon may have expanded or partially expand, resulting in loosening of the stent and facilitating stent separation as the protective sheath is removed. The product instructions for use (IFU) details the method of preparation, which should prevent inadvertent inflation of the balloon during preparation. During production, samples of the stent delivery systems for each lot are tested for stent movement during on-line reliability testing. In addition, the units are 100% visually inspected and dimensionally measured to ensure stent security. A review of the finished device lot history record revealed no non-conformities for this lot that could have contributed to this complaint. No specific root cause was identified. According to the IFU, the rx herculink elite is intended for palliation of malignant strictures in the biliary tree.